Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned with expired strip - unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 316mg/dl. The customer's expected fasting blood glucose test result range is 108 to 147mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 317 and 284mg/dl using true metrix. The test strip lot manufacturer's expiration date is 06/18/2016 and open vial date is within the month of december 2016. Customer was using expired strips. The meter memory was reviewed for previous test result history: (B)(6). The customer called regarding high blood test readings and control test out of range. The customer is using level 1 control solution the range is supposed to be 21-51 and she states she got a result of 133. I performed a control test twice with the customer and both times the meter gave an e-2 error code.